Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing cadd solis infusion pump had a ripped downstream occlusion seal. This issue may lead to fluid ingress to the pump during infusion. Additionally, the air sensor was unattached and falling off. It may lead to interruption of therapy. There was no patient involvement.